Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad. Approximately 5 months post index procedure, patient suffered from chest pain . Safety assessed that the event was possibly related to index device, but not related to antiplatelet medication. Investigator assessed that the event not related to index device or antiplatelet medication. Patient recovered. Cec adjudicated the event as non-q-wave mi (vessel unknown), 3rd udmi spontaneous.